Manufacturer narrative:
Correction made to e1: (B)(6). Correction made to e3: occupation: nurse (previously submitted as other health care professional). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking from an unspecified juncture that should be sealed. The issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.